Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident. The customer reported that they allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea. Customer treated with syringe. Customer performed displacement test and high pressure test and both test were passed. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. No under delivery anomaly noted during testing.(B)(4).